Event description:
It was reported that, this cardiac resynchronization therapy pacemaker (crt-p) was an attempt due to weak signals and continue disconnection between device and pacing system analyzer (psa) due to telemetry. The parameters could not be measured. This crt-p will be returned for analysis.